Event description:
On (B)(6) 2020, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter returned inaccurate erratic results compared to a hospital meter. The complaint was classified based on the customer care agent (cca) documentation and follow up questions with the customer. The patient stated that the alleged inaccuracy issue began on (B)(6) 2020 at an unspecified time. The patient claimed she obtained inaccurate erratic results of ¿80 mg/dl, 305 mg/dl, 108 mg/dl, 120 mg/dl and 205 mg/dl¿ with the subject meter. The patient manages her diabetes with metformin and glipizide (dosages not specified). In response to the erratic results, the patient ¿took 2 pills of glipizide and 2 of metformin¿, which is her normal treatment when she gets results of that nature and went to hospital due to concern over these results. On arrival, a blood glucose test was performed on a hospital meter and the result was reported as ¿around 200 mg/dl¿. The patient was then admitted to the hospital and injected with a ¿serum¿ (no details were given) after which another blood test was performed and the result was ¿around 130 mg/dl and 118 mg/dl¿. There were no times reported for any of the hospital blood test results. The patient was released from hospital the following day. The patient did not develop any symptoms at any time and the doctor recommended that she contact lifescan as they believed the issue might be with the meter, not the patient. At the time of troubleshooting, the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution to conduct a performance test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute high blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.